Event description:
The customer reported that the unit was running on a patient and the screen went blank and alarmed with ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. There was no harm to the patient.

Manufacturer narrative:
Updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returned for failure investigation (fi); no root cause could be determined.

Event description:
The customer reported that the unit was running on a patient and the screen went blank and alarmed with ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The customer stated that unit was not in use with a patient at the time of reported issue.